Event description:
It was reported that all portions of the patient's external driveline were compromised. The patient had no alarms. Most areas of the driveline were covered with silicone tape, but the area closest to the driveline insertion site was unable to be taped due to the risk of placing non-sterile material close to the driveline under the sterile dressing. A review of the log files found only routine events. Technical services also noted that in a picture submitted by the site that the driveline looked kinked/bent right at the anchor point. The vad team planned to continue to cover the driveline with silicone tape and send in log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of portions of the external driveline being compromised was confirmed through the evaluation of the submitted photos. A specific cause as well as a direct correlation of the reported events to the heartmate ii lvas, vad-15452 could not conclusively be determined through this evaluation. Evaluation of the submitted log file revealed that there were no atypical alarms or events that were captured in this log file. The pump operated above the low speed limit for the duration of the file. This file appeared to show the pump operating as intended. The account submitted 3 photos for evaluation. Figure 1 and 2 of submitted photos revealed rescue tape covering the reported superficial driveline damage. Figure 3 of the submitted photos confirmed the reported superficial driveline damage near the driveline insertion site. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-15452. No product is available for investigation. The relevant sections of the device history records for vad-15452 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook (rev. G) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.